Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer used food to treat. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated their pump stalls for 3 to 4 hours. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported getting sensor calibration issues, sensor glucose versus blood glucose differences, and sensors failing. The insulin pump and sensor will be and reservoir will not returned for analysis.